Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.5x15mm xience xpedition stent delivery system (sds) was unable to cross through a previously implanted, unspecified stent, to the mid right coronary artery (rca) lesion. The sds was removed without resistance. Once outside the anatomy, the stent was noted to be missing from the delivery system. The guide wire, still in the rca, was through the dislodged stent. A 3.5x15mm trek dilatation catheter was advanced to the dislodged stent and fully apposed the stent in an unintended site, within the rca. Another xience xpedition stent was used successfully completing the procedure. There was no clinically significant procedural delay. There was no additional information provided.